Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had several compromised force sensor system alarms on the insulin pump. Customer stated that the pump displays an alarm every time a prime is performed. Customer stated that there was no way to finish the prime procedure. Customer stated that the pump's piston continues to move forward after it makes contact with the reservoir and insulin squirts out. Customer's blood glucose level was 202 mg/dl. Customer was advised that the pump needs to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Unable to perform basic occlusion, occlusion, the excessive no delivery test due to prime alarm. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner and cracked battery tube threads.